Event description:
Additional information: patient was started on mucomyst at cgh and was transferred to arh. Was on second bag when arrived to arh. Arrived on unit with nurses from ER. Nurses did not have information of when second bag started. The pump indicated there was 609 ml infused between the first and second bag, so only 141 ml was left to be infused of the mucomyst bag. There was approximately over 300 ml in fluid in the bag. Mucomyst was hung as a secondary bag to a primary fluid bag of ns. When hanging the bags staff noticed that the primary was backing up into the secondary despite clamping attempts.

Manufacturer narrative:
Additional information: (b) added additional event details. Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set had flow issues. The following information was received by the initial reporter with the following: it was reported by customer that when hanging the bags staff noticed that the primary was backing up into the secondary despite clamping attempts.